Event description:
Affiliate reported that the pt's ventricles became enlarged and despite the efforts in changing the pressure, the pt's condition did not change. As a result the device was removed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.